Manufacturer narrative:
H3: product analysis of part # (B)(4); lot # my12a001r during incoming inspection, it was confirmed that the handle screw, handle, and block 1 were adhered, and that the joints and cables were deformed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a flex arm in an unknown spinal therapy for an unknown spinal indication. It was reported that the physician pointed out that the flex arm was poorly fixed when it was used during surgery. Product was not used by a patient and the patient was not on the operating table when the problem occurred. Procedure planned was micro endoscopic discectomy. No patient symptoms or complications were reported/ anticipated.